Manufacturer narrative:
As no sample was returned for evaluation the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates that no additional complaints have been associated with this cutting instrument lot. Based on this available information, the root cause for the defect experienced by the customer cannot be determined. Due to an observed increased trend for this defect mode, a root cause investigation has been initiated to investigate the increased trend and identify corrective and preventive actions. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that a knife blade was noted to be blunt. Procedure details information is unknown. There was no impact to the patient. Additional information has been requested.